Event description:
The following information was reported to kci by the nurse: on (B)(6) 2015 the patient was transferred from a nursing home to this facility, and foam was adhered in one area. The nurse reported that v.a.c. Therapy was discontinued on (B)(6) 2015, and alleged the foreign material was not removed at that time. The nurse reported that they have been soaking the dressing everyday but are still unable to remove the dressing from the patient's wound, and inquired what should be done. On (B)(6) 2015, the following information was reported to kci by the nurse: on (B)(6) 2015, the patient underwent sharp debridement in order to remove the foreign material alleged to be v.a.c. Dressing. The patient was reported to be "doing great." There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number, therefore a device history review could not be performed.

Manufacturer narrative:
The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.